Event description:
It was reported that the patient presented with mild intermittent claudication and an angiogram, done on (B)(6) 2012, revealed in-stent restenosis of an unspecified absolute pro stent, that had initially been implanted in 2008. The restenosis was treated via advancement of a 6x120mm on a 135cm armada 35 peripheral dilatation catheter onto a non-abbott guide wire, into a non-abbott sheath, and to a heavily calcified lesion in the non-tortuous mid left superficial femoral artery (sfa), without resistance, to perform pre-dilatation of the restenosed absolute pro stent. When attempting to inflate the armada using a non-abbott inflation device, the balloon would not inflate. The armada was withdrawn from the anatomy without resistance and a fox cross balloon dilatation catheter completed pre-dilatation. A new absolute pro stent was then deployed, treating the restenosis. Post-dilatation was performed as standard procedure, using the same fox cross balloon, completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: unknown absolute pro, guide wire: aqua trek, inflation: boston scientific encore, sheath: 6-fr terumo. The unknown absolute pro stent mentioned is being filed under a separate manufacturer report number. The device was returned for analysis. The difficulties inflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on (B)(4) 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.